Event description:
The recipient is reportedly experiencing decreased performance. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.